Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. The customer had tried 4 batteries and none of them were taken by the insulin pump. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Unable to verify failed battery test alarm due to blank display. (B)(4).